Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 500 mg/dl. Customer may have been running an infection and insulin pump went off and insulin got hot. Customer reported that on saturday 11 am again admitted to emergency room. It was unknown whether the customer was using auto mode at the time of reported event. The insulin pump will not be returned for analysis.